Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 12-14, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder which suggests an under infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a deviation in the running rate and approximately 8ml volume remained. The device contained fluorouracil 5000mg/100ml and 0.9% sodium chloride having a total volume of 103ml. The calculated running time was 51.5 hours; however, the effective running time was 54.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: date of birth: the patient was born in 1957. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.